Manufacturer narrative:
The customer reported that the AED will not power on and it would not power on even with the test battery. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED will not power on and it would not power on even with the test battery. They reported this did not occur during patient use.